Manufacturer narrative:
H6: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that as the supporting clinical documentation had not been provided; there were no clinical factors found which would have contributed to the event. The patient impact beyond that which was reported cannot be determined. No further medical assessment can be rendered at this time. Devices batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed devices, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for mini-fragment plating system revealed that it is extremely important to select the appropriate size and type components. Failure to use the largest possible components or improper positioning may result in fracture of the device. This has been identified in warnings. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. Verifying part configuration to print is specified within the steps of the drawing print. Also, as per material specification, the special quality stainless steel bar, strip and coil stock shall be controlled. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include excessive forces, size selected, surgical technique and/or patient anatomy. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that during an internal fixation surgery, two (2) evos 2.0mm x 14mm lck scr t6 s-t broke at the base of the head when inserting in the bone. One broken screw was left in the patient because it was broken flush with the bone. Surgery was resumed, after a non-significant delay, with a s+n back-up device. Current health status of the patient is unknown.